Event description:
Caller reported a malfunction on the pump, which was identified by a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the caller in resetting the pump, and after doing so, the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue happens again, which the caller acknowledged and understood.